Event description:
The pt experienced new low back pain, lower extremity weakness, balance issues, and ambulation changes. The thoracic epidural spinal cord stimulation paddle lead was removed. The pt improved immediately. The pt recovered without sequelae.

Manufacturer narrative:
(B) (4).